Event description:
While the nurse was caring for the patient, she had noted a puddle of fluid on the floor around the alaris pump. Upon inspection, she noted that there was a pinpoint hole in the tubing at the top of the pump segment where the tubing meets the plastic hub. This is the third time that this has happened (on different patients) but staff did not save the tubing until this event. It is noted that the tubing was on day 4 of use. The patient was not harmed. I do not have patient demographics and am unsure of what medications were being utilized at the time.